Manufacturer narrative:
Section a4, g3: correction. Section d4, h4: additional information. Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed a pump stop due to a driveline disconnect. The account reported that the patient presented with confusion and observed a pump stop due to a driveline disconnect on the system monitor history screen upon device interrogation. Evaluation of the submitted log files confirmed the driveline was disconnected from the system controller on (B)(6) 2019 at 2:57pm resulting in a pump stop and was reconnected at 3:05pm. Prior to and following the driveline disconnect event, the system operated as intended at or above the low speed limit. On (B)(6) 2019 the account reported the patient's wife received a call from a family member who claims the patient told them they needed their controller exchanged. The wife reportedly instructed the family member to not exchange the controller as they were not trained on how to do so, however, she was unsure if there was an attempt made at a controller exchange before this discussion. Additionally, she was unaware of any alarms until the device was interrogated at the hospital. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The hmii IFU and patient handbook both explain that system controller exchanges should be performed in the presence of a trained caregiver and warns users that disconnecting the driveline would result in the pump to stop. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1: correction.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a pump stop due to power cable disconnects due to the changing of the controller. No additional information was reported.